Manufacturer narrative:
Results: the complaint was confirmed. As received, microscopic inspection revealed that lead ((B)(4) had a kink 25cm from the stimulation end where all of the internal wires were broken. As there was no breach of the outer tubing and invalid impedance was observed prior to the revision, the fracture is consistent with an overstress condition the lead was subjected to while it was still implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient ((B)(6)) was without stimulation. Diagnostic testing reveals invalid impedance readings. Surgical intervention was undertaken on (B)(6) 2014, explanting and replacing the lead with a new model. Effective therapy was resumed postoperatively thus resolving the issue.